Event description:
Received the following info on 12/1/09: the case was converted to an open procedure due to the unavailability of a second harmonic device. The case was completed with no pt consequence. Additional info has been requested, but to date, no response received.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot # for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device was not returned.